Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited a rise in shock impedance measurements from low 100 ohms to 110 ohms ranges. Technical services (ts) was consulted and determined that the shock impedances were within normal limits (wnl). No adverse patient effects were reported. This rv lead remains in service. Subsequent additional information was received reported that during a follow up visit, this right ventricular (rv) lead was observed to exhibit gradual rise in shock impedances that were greater than 125 ohms. Ts was consulted and recommended for defibrillation threshold (dft) test to be performed for further evaluation. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.